Event description:
Consumer called to report very low blood sugar results with their plink meter. Meter not reflecting how they feel; testing to another meter. Analysis run on clark error grid using competitive reading (167) vs. Bd readngs (26, 118, 162) yielded data points in the c range of the grid, outside acceptable limits.